Event description:
The patient was implanted with a left ventricular assist device (lvad) in 2004. The patient was readmitted to the hospital due to fluctuations in flow, stroke volume and rate. Patient having periods where the rate drops to 50 bpm and flows decrease to 4.0 lpm. This usually occurs when they are seated or lying down. They also have periods when their rate goes to 120bpm and flows increase to 101pm. This often happens when they stand up and are walking about. The events are independent of each other and do not happen exclusively in the situations listed above. During both the patient complains of shortness of breath and being light-headed. Echo shows no inflow valve incompetence. An angio cath was performed and inflow incompetence was ruled out as well as an outflow graft kink. A cd containing the cath was forwarded to the manufacturer for evaluation. After the manufacturer reviewed the cath it appeared that there may be an issue where the pump did not have an adequatre stop signal and that the pump was cycling once per beat at times, and twice per beat on others. This issue could contribute to the erratic readings on rate and flow that were reported. The patient unfortunately had a neuro event later that evening that the center was attributing to the cath site. The patient is currently improving and being evaluated for discharge again.